Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, h6. MDR section codes updated/corrected: a, b, c, d, g. The revision reported was likely due to disassembly of the humeral liner and tray leading to migration of the humeral liner and subsequent metal-on-metal articulation between unintended components. There appears to be damage to the humeral liner, but it is unclear if it occurred prior to or after the disassembly. The disassembly of the humeral liner and tray may have been the result of positioning of the shoulder components, scapular notching/impingement, and/or patient related factors however, contributions of shoulder instability, shoulder dislocation and patient-related issues to the sequence of events cannot be confirmed by the information provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 3 years and 1 months following a revision of the right total shoulder arthroplasty (tsa), another revision surgery was performed due to dislocation. The patient's shoulder at some point became unstable again and dislocated. During the revision surgery, the liner was found to have dissociated from the tray and was no longer between the tray and sphere. Metallosis in the tissue was observed, as well as wear on the liner, tray and sphere. The glenosphere, locking screw, liner, reverse torque screw, and tray were swapped out and the patient was upsized to a 46 expanded glenosphere, 0mm 46mm constrained liner and 5mm tray. The event was not related to the breakage of a device. The event lead to a surgical delay/prolongation of approximately 30-45 minutes. The delay/prolongation was in reference to the need for revision surgery due to dislocation of the prosthesis and dissociation of the poly. There was an adverse event of metal-on-metal wear of the glenosphere and tray and the associated metallosis. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Conocmitants: 320-10-00 equinoxe reverse tray adapter plate tray +0 (B)(6). 320-42-13 equinoxe reverse 42mm humeral const liner +2.5 (B)(6). 320-15-05 - eq rev locking screw (B)(6). A10012 - gps implant kit v2 (B)(6). Exc-eqrv38-us - orthosensor 38mm USA (B)(6). 300-30-10 - equinoxe preserve stem 10mm (B)(6). 320-15-02 - rs glenoid plate sup aug, 10 deg (B)(6). 531-20-00 - shldr gps rvrs drill kit (B)(6). 531-78-20 - shouldr gps hex pins kit (B)(6). 320-20-00 - eq reverse torque defining screw kit (B)(6). 320-38-00 - 145-deg pe 38mm hum liner +0 (B)(6). 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm (B)(6). 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm (B)(6). 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm (B)(6). 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm (B)(6).